Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that, per the intended use section of the mitraclip system instructions for use states: do not use the mitraclip system after the ¿use by¿ date stated on the packaging label, and never reuse or re-sterilize the system. Use of expired, reused or re-sterilized devices may result in infection, endocarditis, and/or sepsis. All available information was investigated and the reported improper or incorrect procedure or method appears to be due to use error as an expired steerable guide catheter (sgc) was used for mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the use of an expired product. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. However, it was noted that the steerable guide catheter (sgc) that was used after its expiration date of 04/16/2020. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.